Manufacturer narrative:
Manufacturer report # 2017233-2025-06302 was submitted to report aes for same patient / same procedure. H6 - code b20: device remains implanted and no device components were returned. The engineering evaluation state: the primary reported complaint could not be independently confirmed because there were no items returned for evaluation. The cause for the reported vbx device crush/kink could not be determined with the available information.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A4: patient weight was requested but not made available. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b20: device(s) remain implanted and was, therefore, not available for analysis. No images enabling direct assessment of product performance were returned for evaluation. H6 - code d1002: physician confirmed the vbx devices were affected by the ballooning at the overlap junction between ibe component into tambe component. The coda balloon crushed the vbx device and this was not noticed at implant procedure. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a high surgical risk patient underwent a thoracoabdominal branch endoprosthesis (tambe) procedure. During this procedure, gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were used as branch devices in the visceral arteries. As reported, a 6 x 59 vbx device was deployed into left renal artery (lrr) first, then sufficiently overlapped with a 6 x 39 vbx device that extended into the left renal portal. A 6 x 79 vbx device was implanted in the right renal artery (rra). During the procedure a 7x20mm balloon (unspecified brand) was used to post dilate the renal stents above the portal. As reported, the procedure went well with technical success. On (B)(6), the patient was experiencing abdominal pain and it was found the 6 x 79 vbx device implanted in the rra had occluded; the 6 x 39 vbx device appeared crushed/kinked at exit point of the left renal portal. On (B)(6), a secondary procedure was performed. Both vbx devices were accessed from the upper arm and ballooned using a 7x2 pta balloon. The vbx devices were opened up without further issue. The patient was reported to be recovering well following the intervention. As reported, the initial plan for the rra was to deploy a 5mm vbx device. However, this was changed to a 6mm during the procedure. The physician confirmed the vbx devices 'went down' due to ballooning the overlap junction between ibe component into tambe component. The shoulder of the coda balloon crushed the vbx device and this was not noticed at the end of the implant procedure.

Manufacturer narrative:
B3: date of event was corrected to june 1, 2025.